Manufacturer narrative:
The reported complaint of "the thermogard console (sn (B)(4) displayed a tcmid:06 (ce post failure) error message" was confirmed based on the event log review and functional testing. The root cause for the reported complaint was due to a defective danfoss module controller, as a result of normal wear and tear and/or due to a defective component. The thermogard console was manufactured in june 2016 and is almost reached its expected serviceable life of 5 years. During visual inspection of the thermogard console, it was noted that the assembly top lid was cracked and the coldwell gasket missing, unrelated to the reported complaint. The root cause of the observed issues could be due to user mishandling. The top lid and the coldwell gasket need to be replaced to remedy the fault. Also, unrelated to the reported complaint, 4 led lights on the coldwell assembly were lit without glycol in the coldwell reservoir and the march pump was running as a result of a defective rj45 cable. The rj45 cable needs to be replaced to remedy the issue. The initial functional testing passed all the functional test requirements with no error or fault. However, during further functional testing, the danfoss controller was observed degraded and leaking current, which caused the console to display the tcmid:06 error message intermittently, thus confirming the reported complaint. The danfoss controller needs to be replaced to remedy the fault. The event log review showed the occurrence of multiple tcmid:06 errors around the reported complaint date, thus confirming the customer complaint. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message. Another thermogard console was used to continue with treatment. No consequences or impact to patient.